Event description:
Additional information received reported that the manufacturer¿s representative (rep) was unsure when the previous device was removed as it was removed several weeks or a month before the new device was placed. The patient was getting good stimulation coverage but they wanted to place a surgical lead but the neurosurgeon would only place a surgical lead if the patient did another trial. Therefore, the patient¿s leads were removed and the patient was re-trialed. The patient had another lead implanted when they had their device replaced. Reference manufacturer's report #3007566237-2014-01388.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_ext, serial # unknown, product type extension; product ID neu _unknown_lead, serial # unknown, product type lead; product ID neu_ptm_prog, serial # unknown, product type programmer, patient. (B)(4).